Manufacturer narrative:
Novocure agrees with the ed physician that the contribution of the transducer arrays to the laceration cannot be excluded. Skin laceration was not reported as an adverse event in the pivotal ef-11 trial in recurrent gbm. There have been 322 reports of skin laceration in the commercial program to date.

Event description:
A (B)(6) year old male patient with recurrent glioblastoma began optune therapy on (B)(6) 2020. On november 12, 2020, novocure was informed by the spouse that the patient was found outside on the ground following a fall and sustained a scalp laceration. The spouse called 911 and ems transported the patient by ambulance to the emergency department (ed). Patient presented with a rectus head laceration and mild (baseline) confusion without any significant change in mental status. Patient did not recall the event or any seizure activity. Head CT demonstrated chronic parenchymal changes with no acute intracranial hemorrhage. The patient did not have a history of seizures and was not taking any anti-seizure medications. However, due to suspected seizure activity, patient was loaded with intravenous anti-seizure medication (levetiracetam). Laceration was closed with seven stitches. Patient was discharged home in stable condition on the same day. Per the treating ed physician, the scalp laceration was likely due to the optune transducer arrays that were on the scalp. Prescriber stated that the fall was unrelated to optune therapy.